Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. During the procedure, a loss of pressure occurred. When the catheter was removed, a pin hole was noted. There were no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.